Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon inserted and removed a 12.6mm micl12.6 implantable collamer lens, 12.50 diopter, within the same surgery due to pupil block with elevated intraocular pressure (iop) and the lens did not sit right in the eye. The surgeon did not implant another icl lens and the problem was resolved. The cause of the event was unknown. H6: health effect - impact code: 4627. This code was incorrect, the lens was inserted and removed during the same surgery. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 12.6mm micl12.6 implantable collamer lens, -12.50 diopter, due to the lens did not sit right in the eye. Additional information has been requested but none has been forthcoming.